Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had "ink blots" that blocked the graphics and text. Customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.